Event description:
It was reported that the patient had been weaned down from baclofen therapy in preparation for an explant due to infection. The patient had his baclofen dose decreased by 20-30% each day with no adverse effects. However, 48 hours after explant (date of explant was not provided), the patient was experiencing underdose symptoms/return of spasticity despite oral baclofen and valium. The physician was not sure if it was considered withdrawal but considered it an underdose. The physician planned to continue to monitor the patient. A follow-up report will be submitted if further information becomes available.